Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, explanted iol with reason iol dislocation with vision. The lens was replaced with monofocal lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).